Event description:
Left-sided implants; ra mdt 4524 suspect lead; both leads were showing low impedance rates; lld-ez on the ra and lld #2 on rv mdt 4024; lasing began on ra for 8 seconds only in scv with 12f gl; stopped @ the innominate; stopped lasing and used minimal traction to release the lead. Tee was in place, noted 2cm effusion; bp 115 to 56/40; another ep ((B)(4)) placed a pericardial drain producing a total 170mls; pressers and fluids given to rebound bp to 115. Transported patient to the or. Cell saver was used to recirculate 100ml of blood. Cvs surgeon opened the sternotomy within 15 minutes due to the stability. A 1cm tear right atrial appendage. No blood needed. Ep - ra and rv lead were re-implanted in the or. Femoral venous and arterial lines. Rv lead was cut and capped, and left the lld#2 inside the lead. Md did not want to extract rv due to complication.

Manufacturer narrative:
Device discarded after use.